Event description:
The ortho summit processor (elisa instrument) reportedly showed a sample and reagent addition monitor (sram) alarm for one or more micro plate wells for an elisa assay with sample/reagent omission indicating feature (color change). The sample omission monitor (som) read for the elisa being processed was 20.038, however, when the plate completed processing the micro plate wells with the sram alarm reportedly had valid results instead of sram failure for those wells. No death or serious injury was associated with this incident.